Event description:
Facility alleges blood leaak during dialysis. Chief technician reports fiber leak occurred on 1st use preprocessed dialyzer. Blood in circuit discarded. Estimated blood loss > 100 cc. No pt injury reported.